Manufacturer narrative:
Device not returned.

Event description:
It was reported that the tip of the guide wire was stretched when customer removed the dilator and guide wire at the same time after inserting the sheath. Customer did not feel any resistance at the removal. Follow up indicated that lot number was unable to be determined; there were too many different lot numbers released to the facility.